Event description:
Information received by medtronic indicated that the insulin pump had a the insulin pump error alarm. Customer was not able to clear the alarm. Customer was not able to complete pump rewind. Customer stated that they were getting the insulin pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump passed the rewind test. Pump was received with pump error 41 alarm during prime/seating test. Unable to perform basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 41 alarm. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found (4) pump error 41 alarms on (B)(6) 2022 started from 4:40:00 to 5:11:31. Pump was cut open to perform visual inspection and moisture damage found on the pcba 1 / motor assembly and force sensor assembly / corroded battery tube. The force sensor measurement was within spec range (24.2 mv). Test p-cap and reservoir does not lock properly into reservoir compartment during testing due to missing retainer. The following were noted during visual inspection: corroded battery tube, missing retainer, faded/stained serial number label, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Pump error 41 alarm was confirmed due to moisture damage on motor/force sensor assembly. Cosmetic damage found on the pump case. Moisture damage found on the pcba 1 / motor assembly and force sensor assembly / corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for an alleged device error 41 alarm found on january 13, 2022. Device passed the rewind test. Device was received with device error 41 alarm during prime/seating test. Unable to perform basic occlusion test, occlusion test, force sensor test or displacement test due to device error 41 alarm. Thus software was utilized and downloaded trace/history files properly. In further full review in the device history file/ trace found (4) device error 41 alarms on january 13, 2022 started from 4:40:00 to 5:11:31. Device was cut open to perform visual inspection and moisture damage found on the electrical board 1 / motor assembly and force sensor assembly / corroded battery tube. The force sensor measurement was within spec range (24.2 millivolt). Test p-cap and reservoir does not lock properly into reservoir compartment during testing due to missing retainer. The following were noted during visual inspection: corroded battery tube, missing retainer, faded/stained serial number label, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Device error 41 alarm was confirmed due to moisture damage on motor/force sensor assembly. Cosmetic damage found on the device case. Moisture damage found on the electrical board 1 / motor assembly and force sensor assembly / corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.